Event description:
A consumer reported that following intraocular lens (iol) implant surgery, the "corner of the lens was causing glare." The lens was exchanged for another model lens. However with the replacement lens, her vision is blurred, like a haze over it". She also stated that her surgeon does not know why her eye is not healing faster. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with these events. This report is for the replacement lens.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. This report was mailed to FDA on: 04/15/2009.